Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting a really erratic heartbeat. The caller said he would be talking then get slumped and look unconscious. The caller was this was for 30-40 minutes and the ambulance took him to the hospital. The staff at the hospital couldn¿t find anything wrong with the patient but did mention that the ins messed with the EKG. Additional information was received. Patient indicated that the battery was dead, and will be replaced/getting a new unit. It was unknown if the symptoms resolved yet. The cause of the symptoms was never determined. It was noted that the patient would fall unconscious and then come back.